Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 04/11/2018, that on (B)(6) 2018, the patient experienced a missed alert from the g5 mobile application and an adverse event. The patient stated they fell asleep and woke up in the emergency room (ER). The patient was informed that his friend called the paramedics because he was unresponsive. The physician indicated that the patient¿s blood glucose level was 1100mg/dl overnight. Treatment at the hospital is unknown. Additionally, the patient stated because he was asleep, he did not hear an alert from his smart device. At the time of contact, the patient was doing okay. No additional patient or event information is available.